Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiratory flow valve was replaced to resolve the reported issue.

Event description:
The hospital reported that, unit failed the inspiratory flow valve test. There was no reported patient involvement.